Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) seven years post initial implant, the patient presented emergently with abdominal pain. The CT (computed tomograph) scan revealed significant metal expansion indicative of a fabric compromise (classified as an endoleak type 3b). The physician elected to explant the devices and sew in a surgical (non-endologix) decron graft. Post open repair, the patient was reported to be doing well.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) seven years post initial implant, the patient presented emergently with abdominal pain. The CT (computed tomograph) scan revealed significant metal expansion indicative of a fabric compromise (classified as an endoleak type 3b). The physician elected to explant the devices and sew in a surgical (non-endologix) decron graft. Post open repair, the patient was reported to be doing well. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest an aortic rupture occurred that was not included in the event as reported. The rupture was discovered during review of the 86-month post medical reports.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded by the facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the bifurcated stent graft and open repair with explant of afx implants adverse event/incident are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aortic rupture occurred that was not included in the event as reported. This finding was discovered during an examination of the 86-month post medical reports. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable post open repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem - updated. G4: date of received by manufacturer - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.